Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hyperglycemia while on insulin pump therapy with blood glucose measurement of 486 mg/dl with symptoms suggestive of hyperglycemia of large urinary ketones, extreme thirst, nausea/vomiting and abdominal pain. The patient was treated by a health care provider at the hospital with insulin injection and IV fluids. The patient remained hospitalized at the time the complaint was made. The reporter alleged an inaccurate delivery issue with the pump; the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced a blood glucose excursion while on insulin pump therapy due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/08/2017 with the following findings: a review of the pump histories showed manual suspends and manual resumes performed on the pump. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and tdd showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.